Event description:
It was reported that the insulin pump alarmed several motor errors during a prime attempt, followed by a no delivery alarm. The blood glucose reading was 321 mg/dl, which the customer treated using the insulin pump. No significant events leading to the alarm were observed other than the customer changing out the infusion set. Advised replacement of the insulin pump. The customer called back to report a high blood glucose reading of 203 mg/dl, which she also treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, cracked belt clip slot at the battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.